Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue were unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4-5+ functional tricuspid regurgitation (tr) and prolonged corticosteroid usage due to history of kidney transplantation for a triclip procedure. Two triclip xtws were implanted and the tr was reduced to grade 1-2+. A retroperitoneal bleed developed post operatively, and blood products where given. Per the implanter, it is unclear what may have caused the bleed. It is possible that it could be caused by arterial access for an arterial line at the groin, intracardiac echocardiogram (ice) access in the left common femoral vein (lcfv) or triclip steerable guide catheter (tsgc) access at the right common femoral vein (rcfv). A follow-up transthoracic echocardiogram (tte) was performed on (B)(6) 2024, which revealed the tr had returned to grade 4-5+. The second triclip xtw had detached from the septal leaflet, with portions of the degenerated leaflet remaining attached to the clip arm. A chordal rupture and leaflet perforation/tear was observed. The posterior leaflet remained attached to the clip. The implanting cardiologist suspects that prolonged corticosteroid usage may have adversely impacted the tissue quality of the tricuspid valve and may have contributed to the slda. The patient was discharged to home on (B)(6) 2024, while remediation options were discussed by the heart team. No action will be taken to remediate the slda at this time.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The triclip steerable guide catheter reported in b5 is filed under a separate report.

Event description:
It was reported that on 19dec2024, a patient presented with grade 4-5+ functional tricuspid regurgitation (tr) and prolonged corticosteroid usage due to history of kidney transplantation for a triclip procedure. Two triclip xtws were implanted and the tr was reduced to grade 1-2+. A retroperitoneal bleed developed post operatively, and blood products where given. Per the implanter, it is unclear what may have caused the bleed. It is possible that it could be caused by arterial access for an arterial line at the groin, intracardiac echocardiogram (ice) access in the left common femoral vein (lcfv) or triclip steerable guide catheter (tsgc) access at the right common femoral vein (rcfv). A follow-up transthoracic echocardiogram (tte) was performed on (B)(6) 2024, which revealed the tr had returned to grade 4-5+. The second triclip xtw had detached from the septal leaflet, with portions of the degenerated leaflet remaining attached to the clip arm. A chordal rupture and leaflet perforation/tear was observed. The posterior leaflet remained attached to the clip. The implanting cardiologist suspects that prolonged corticosteroid usage may have adversely impacted the tissue quality of the tricuspid valve and may have contributed to the slda. The patient was discharged to home on (B)(6) 2024, while remediation options were discussed by the heart team. No action will be taken to remediate the slda at this time.